Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) was exhibiting migration. Additionally, low pace impedances were exhibited on the left ventricular (lv) lead and right atrial (ra) lead. It was believed that the ra lead was damaged during the extraction procedure. No adverse patient effects were reported.

Event description:
Additional information was received that the lv lead was confirmed to be fractured under fluoroscopy. The root cause of the low impedance on the ra lead remain unknown. No adverse patient effects were reported. At this time, no products will be returned.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.